Manufacturer narrative:
Device evaluation: the device was received inserted in a 4f introducer sheath. Visual and a tactile inspection were carried out on the device. The balloon was no longer welded on the proximal end. The guide wire tube underneath the balloon was stretched. Several kinks were detected on the shaft at the end of the strain relief, at 10 cm and at 29 cm further away from the strain relief. The device was stuck in the introducer sheath and it was not possible to remove it. In order to remove the device, the introducer sheath was cut at the end of the hemostatic valve. The balloon was analyzed and it was found covered in dried blood. A balloon area (at approximately 6.5 cm from the tip) was found not completely deflated. Finally the device was completely removed from the introducer sheath.

Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a lesion using pacific plus. It was reported that physician encountered difficulty removing balloon following balloon inflation. Physician then retrieved the whole sheath with the balloon inside. There was no resistance while advancing the device. Excessive force was used during withdrawal. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
Physician mentioned that after trying to take the pta balloon out of the introducer sheath, he introduced the balloon again, inflated it a bit and then tried to deflate it with negative pressure. Physician then tried to take out the pta balloon under negative pressure with the connected manometer, which was neither possible. If information is provided in the future, a supplemental report will be issued.